Event description:
Grandmother called to report a plastic shower curtain-like smell with the milk storage bags. She indicated that they smell both with and without milk in them. She tasted the milk and reported that it tasted "plasticky."

Manufacturer narrative:
Multiple e-mail and phone exchanges have taken place with the customer. Through the course of the activities, new milk storage bags and breast milk storage bottles were shipped to the customer. The grandmother indicated the baby refuses to drink the milk that has been stored in the bags they currently have, and did not want any additional milk storage bags. Requests for return of the milk storage bags was declined by the customer; therefore, in lieu of evaluating the actual bags involved in the alleged complaint, a sampling of two different lots of bags from previously unreleased inventory was pulled and a subjective test conducted. Two uninvolved employees from medela were brought in to perform a simple smell test of these bags. Both employees were able to detect a plastic odor, but indicated it was not extremely strong. The customer has recently since decided that she would return milk storage bags both with and without milk so that testing/evaluation can be performed. However, because the bags were not available for testing/analysis at the time of this medwatch filing, no definitive conclusions can be drawn. When the bags are rec'd from the customer and testing evaluation has been completed, any new findings will be reported on a supplemental medwatch.